Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/25/2022 it was reported by a sales representative via email that an knee scorpion jaw broke inside the patient. The broken jaw was retrieved and case was completed with another knee scorpion. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990 was received for investigation. Visual inspection identified that the 909-013 jaw component had broken from the distal end of the ar-12990. The fragment was not returned for assessment. Probable causes include applying excessive force while grasping and manipulating tissue, or through applying leveraging forces to the device.